Event description:
It was reported by the customer that the pyxis medstation system was down, and the customer had tried to turn it off and turn it back on, but the issue still persists. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 4-2 malfunctioned due to a defective pcba card, preventing the station from powering on. A field service engineer resolved the issue by replacing the drawer's pcba card. The system functioned as intended after the field service engineer troubleshooted the device.